Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two stored ventricular events exhibited noise on this right ventricular (rv) lead which was briefly oversensed. Boston scientific technical services (ts) indicated to the healthcare provider (hcp) that the noise characteristics look like muscle noise because it is fine and fuzzy. Ts also indicated it could be diaphragm oversensing if the patient was bearing down as the rv lead shock coil is sensing the noise and the location of the coil is closer to the diaphragm. In addition, ts indicated it could be possible muscle noise from pectoralis from lead insulation degradation. Ts provided guidance to the hcp to attempt to recreate the noise with the patient in the office via pocket manipulation, isometric and bearing down tests while looking for noise and taking serial impedance measurements, and depending on the findings, the hcp may need to consider decreasing rv sensitivity or increase the programmed ventricular fibrillation zone duration. Ts indicated the noise characteristic does not look like a fractured lead. The rv lead was subsequently surgically abandoned and replaced approximately three years later due to the noise. There were no additional adverse patient effects.